Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm noted that the iabp unit was functioning without any issues. As per the service manual, the video generator board was replaced. Subsequently, the stm completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), failure code #137 was documented in the log files for the cardiosave intra-aortic balloon pump (iabp) 12 times over a span of 6 months. Since the event occurred during pm service, no patient was involved and no adverse event was reported.